Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement which was confirmed through x-ray. This rv lead was repositioned and to date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.